Event description:
It was reported, the camera head had screw looseness. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, other evaluation findings include the following: there was flooding in the main body, flooding in the main body imaging, camera cable was flooded, defective images were observed, lens of the main unit was scratched, discoloration on the video connector, and a crack on the video connector. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "check that there is no loosening or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise". "Confirm that there is no looseness or rattling of the scope mount when the scope mount is operated". The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.